Event description:
New information noted that the atrial lead was oversensing noise that was causing inappropriate automatic mode switch (ams). On (B)(6) 2024, the atrial lead was capped and replaced. There were no patient consequences.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited noise, high pacing impedance, and high capture thresholds. No changes or interventions were performed. There were no patient consequences.